Event description:
Reporter called to report 2 failed sensors. The first sensor lasted 10 days, phone notified her the sensor is no longer working. The second sensor lasted 6 days. Results are giving inaccurate readings. Ref report: mw5160831.